Manufacturer narrative:
The following field had been updated with additional information: h6 correction: d10 (concomitant med prod data) and e1 (initial reporter facility name) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was not working and continuously beeping. The field service engineer guided the customer through checking the internal connections and wiggling the micro switch sensor cables. The customer able to access remote manager via med application and inventory count. In a separate instance, the fse found the rm operational upon arrival, checked the rm in hta (hardware test analysis), and identified a loose pyxis cable. The fse tightened the cable, rechecked the system, and confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was remote manager failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was remote manager failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.